Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported to be due to lack of hygiene with the patient, specifically reported as the patient had not bathed for ten days. There was no specific report of a breach in aseptic technique, therefore exact cause of peritonitis will be considered as unknown. On the same day of onset, the patient was hospitalized and began treatment with vancomycin (1 g, start and stop on the same day), injection of amikacin (100 mg per day), and an injection of imipenem (1 gm per day). On an unreported date, the amikacin and imipenem antibiotic treatments were discontinued, pd catheter was removed, pd therapy was discontinued and the patient was transferred to hemodialysis. The patient recovered from the event and was discharged from the hospital twelve days after admission. No additional information is available.